Event description:
The customer reported that the device shut down during a code summary. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device shut down during a code summary. There was no report of pt impact. The device was evaluated at the philips repair bench and the failure could not be confirmed. Due to not being able to confirm the failure, we can not determine the cause of this reported failure. The device passed all post-servicing testing and was shipped back to the customer site.